Event description:
It was reported that the insulin pump alarmed button error. It was stated that the customer was not available at the time due to experiencing low blood glucose and was giving herself insulin. Customer's spouse was advised that if the customer has low blood glucose, she should not be given insulin. Customer would be getting back in contact. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.